Manufacturer narrative:
Additional information has been provided in d.4., h.3., h.6., and h.11. The product was not returned for analysis. The reporter stated "lens scraped during implantation and/or manipulation by dr." The root cause for the reported complaint could not be determined as no sample was returned for analysis. The reporter stated via the retuned questionnaire: "lens scraped during implantation and/or manipulation by dr." Although no clarification was received as to whether the product caused or contributed to the event? Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that lens was scratched. There was patient contact. Procedure was not completed on the same day. Additional information has been requested and received stating that the lens was scraped during implantation/or manipulation by the doctor. No patient harm reported.